Event description:
It was reported that the pen ii omnitrope pen 10 experienced leakage. The following information was provided by the initial reporter: dripping pen: it was stated: "leaking pen.¿ and " injection training went well, we weren't doing anything wrong, the nurse was able to show us how much medicine we were losing and it wasn't very much, we are just doing the shots really quickly and are going to continue the way we have been going. We follow up with the endocrinologist in about another month and we will see where he is."

Manufacturer narrative:
H.6. Investigation summary: four (4) samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint samples revealed no visible damage to the pens. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. The pens were evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose droplets observed (pen 1) 5 3 2 3, droplets observed (pen 2) 6 1 1 2, droplets observed (pen 3) 6 2 2 2, droplets observed (pen 4) 5 3 2 4. Based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. As a consequence, bdm-ps will not conduct a full root cause analysis. However this complaint is registered in bd complaint system and trend analysis will be performed.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the pen ii omnitrope pen 10 experienced leakage. The following information was provided by the initial reporter: dripping pen: it was stated: "leaking pen.¿ and " injection training went well, we weren't doing anything wrong, the nurse was able to show us how much medicine we were losing and it wasn't very much, we are just doing the shots really quickly and are going to continue the way we have been going. We follow up with the endocrinologist in about another month and we will see where he is."